Event description:
Steris corporation received notification, that a user facility employee inhaled fumes from steris 20 sterilant concentrate (s20), as he was removing a cup of s20 from a system 1 sterilizer. The employee was treated at the user facility¿s emergency room, given a nebulizer to treat the reported breathing difficulty, and received a baseline chest x-ray for diagnostic purposes.

Manufacturer narrative:
During a follow up interview with the facility's operating room manager, the manager stated that the aspirator probe was not inserted completely into the s20 cup, and the system 1 processor aborted the processing cycle. The employee pulled the s20 cup out of the processor, and shook the cup to see if any sterilant remained and, as a result, inhaled fumes from the cup. The employee was not wearing personal protective equipment (ppe) at the time of the incident, contrary to system 1 and steris 20 instructions for use when removing a s20 cup, following an incomplete processing cycle. When the operating room manager spoke to the affected employee the following day, the employee said he no longer had difficulty breathing, and did not require any additional treatment. A steris service technician inspected the system 1 processor, and found that it was operating properly. In addition, the steris account manager conducted a refresher in-service training on september 29, 2009.